Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colorectal procedure, at first firing the device cut but did not staple. The staples were present but not formed. Another device was used to complete the procedure. There were no adverse consequences for the patient. The surgeon made a complete circular hand sown anastomosis.